Event description:
The customer reported that he had a CT scan a week ago and was told not to take off the insulin pump. The caller mentioned having issues with his blood glucose over the past week. Assisted the customer to run the displacement test and the test failed. Advised the caller that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.